Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure. According to the complainant, the red connector completely detached from the end of the device; therefore, the procedure was completed with another active cord. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure. According to the complainant, the red connector completely detached from the end of the device; therefore, the procedure was completed with another active cord. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Manufacturer narrative:
Additional information: a ship history was performed for this particular complainant and determined that the complaint device originated from one of three batches: (B)(4).

Manufacturer narrative:
(B)(4):the complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.